Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system, including an ipg, on (B)(6) 2009. It was reported that the patient lost stimulation. The physician decided to explant and replaced the patient's ipg with a different model on (B)(6) 2011. It was reported that the patient regained stimulation as a result of the procedure. No further issues were reported. The explanted device has not been returned to the manufacturer for evaluation.